Event description:
Meter name: one touch original. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: pt was not feeling well. A pt reported they went to the hospital to get a blood glucose test. Their meter allegedly would only prompt not ok message. Pt was not able to test. The result on the hospital meter was 437 (no units). The time difference between pt's meter and hospital was unk. Treatment was unk. Pt was taken off of medication for a while, and now has been placed back on insulin. No further info has been reported.